Event description:
Per the clinic, the patient experienced pain and poor performance with device use resulting in the decision to explant. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.